Event description:
A hydrothermablator procedure set was used during hydrothermal endometrial ablation (hta) procedure. The physician stated that, there was a sudden rush of fluid coming out of the vagina which resulted in an external burn to the labia. The fluid level was steady prior to that and the loss of fluid happened suddenly and so quickly. The machine did alarm, but the fluid loss was so quick that the alarm lagged significantly behind the loss of fluid. There was no burn noticed in the vagina. The physician classified the burn on the labia as second degree. The size of the burn was 2-3 cm, about the size of a quarter. The burn was treated with ointment. The pt's condition is reported to be fine. The follow up attempt gave additional info; the first alarm (at a slow rate) of fluid loss was 5min into procedure or about half way into ablation. The second alarm was 2-3 mins later (at a more substantial rate/ over 10cc). The tenaculum stabilizer was not engaged during the procedure due to the older version of device was used. A vaginal speculum was used in addition to moist 4x4's. The pt was not pre-treated with drugs such as danocrine or grnh agonists prior to the procedure. The physician did not have to dilate the cervix. The sheath was not moved excessively during the procedure as she was out completely.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and expiration dates can not be determined.